Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The pt reportedly underwent repair of a left inguinal hernia in (B)(6) 2000 with a bard pre-shape mesh. Two months post implant the pt underwent repair of a recurrent left inguinal hernia with a second pre-shape mesh that was noted to be above the first placed. Approx over the last year the pt has developed tenderness and pain in the left inguinal area and occasional abdominal cramping. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt did not report a specific device failure and medical records have not been provided at this time. The pt was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the pt: (B)(6) 2000 - pt underwent repair of left inguinal hernia with pre-shape mesh. On (B)(6) 2000 - pt underwent repair of recurrent hernia slightly above the original area with a second pre-shape mesh.